Event description:
New information received notes that the patient condition was stable before and after the procedure.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical, thermal, mechanical, and longevity assessment was performed and there were no anomalies found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was completed on (B)(6) 2021. Patient condition was not provided.